Manufacturer narrative:
Product analysis: the delivery system returned with numerous kinks along the hypotube.the transition tubing was kinked 2.1cm distal to the guidewire entry port. The distal shaft was kinked 8.3cm and 23.4cm distal to the guidewire entry port. The balloon returned partially inflated with balloon folds open. Residue was visible inside the balloon and inflation lumen. Negative prep was performed with no issues noted. The balloon inflated to nominal pressure (9atm) with no issues noted. There was no stretching visible to the inflation lumen. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug-eluting stent to treat a mildly calcified and non -tortuous mid rca lesion. No issues were noted with the device packaging. The device was removed from the hoop/ tray and inspected with no issues noted. Right radial approach was used during the procedure. Prox rca was pre-dilated 4 times to a max of 13 atms with a balloon. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered during advancement or excessive force required. It was reported that the stent was prepped after crossing the lesion and inflated to 13atm. The physician could not visualize stent deployment under floro. It was as if the balloon had been inflated with air. It was reported that the balloon was inflated and residual air remained. It was reported that it felt as if there was an issue with the inflation lumen. No contrast could be seen in the balloon. The stent was under-deployed. Difficulty was encountered recrossing with another balloon. It was that the physician ended up getting the stent further expanded in the rca using very small balloons. Another stent was placed after the defective resolute stent. The indeflator used was successfully used with 2 other balloons prior to attempted stent deployment without issue. Physician also commented that the balloon was still partially inflated upon removal from guide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.